Event description:
Had lasik on both eyes. Right eye - my dominant eye was still slightly blurry at a distance. Wanted distance vision corrected, even if this meant wearing reading glasses. Doctor re-treated 3 months after initial treatment with another lasik procedure. After the second treatment, my eye was much worse. Right eye is now at 20/100. I see 5 or 6 of everything with that eye, and cannot see anything, but a blur at night. Doctors proclaimed the procedure a success due to the fact that with both eyes open I could see 20/20. Suffer from dry eyes, but I am able to treat this with otc drops.